Event description:
Caller reported an issue with the pump's incorrect time setting and was assisted by technical support to update it. Blood glucose levels were maintained within normal range, with no reports of being above 500 mg/dl or below 54 mg/dl. Caller was advised to monitor for future discrepancies and acknowledged understanding of the situation.